Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/14/2014 with the following findings:investigation revealed that the display screen was dim/faded and discolored. Unrelated to the display issue, investigation found that the bolus button cover was detached. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. This report is made based on results of investigation completed on 04/14/2014.